Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3 of 4. The home patient (hp) was connected to the hc when the alarm occurred but disconnected a while prior to the alarm. The technical service representative (tsr) explained the message to the hp and had her recycle the hc. The tsr informed the hp to use manual bags or start over using new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. Home patient (hp) was connected to the machine when alarm occurred but disconnected a while prior the alarm. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.